Manufacturer narrative:
Event date is an unspecified date in (B)(6) 2018. The lot was manufactured march 27, 2018 - march 29, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of large volume folfusors underinfused. The devices were filled with an unspecified antibiotic. This was noted during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.